Event description:
It was reported from the customer that when the pt is lying in the middle of the bed, the air fills around the pt but not under the pt. When the pt gets off the bed then the air fills the space.

Manufacturer narrative:
It was reported from the customer that when the pt is lying in the middle of the bed, the air fills around the pt but not under the pt. When the pt gets off the bed then the air fills the space. There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.